Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 300s (mg/dl) and delivered correction boluses to treat bg level. Reportedly, customer is in contact with their endocrinologist and declined any further troubleshooting or to provide any additional information on the reported event.